Event description:
It was reported to vyaire medical that the lap top ventilator 1200 has vent inop (ventilator inoperable) alarm and batteries not charging. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical was not able to confirm the reported issue. The ventilator performed with good known test ac adapter and patient circuit connected. The external power and charge status led illuminated "amber" signifies charge. Complete overnight charge and performed battery duration test (service manual p/n: 33132-001, power check out 2.b) results passed. Internal inspection reveals no abnormalities.

Manufacturer narrative:
Correction: h6:corrected type of investigation.